Event description:
It was reported that the right ventricular (rv) lead fractured. The lead had highly variable high voltage b impedance with a noisy tip to ring electrogram and oversensing present. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD)  (B)(6) 2011, 4076 implantable pacing lead (B)(6) 2011. (B)(4).